Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a smart touch unidirectional catheter and a deflection issue occurred. Upon receipt, the device was visually inspected and shaft was found bent with braid exposed 68 cm from blue sleeve. It appears the catheter was bent and unbent several times causing this condition. Multiple attempts were done to clarify the catheter condition; however no response was received by the costumer. In addition catheter connector was found with two bent pins. Therefore per the deflection event reported, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. The customer complaint regarding a deflection problem cannot be confirmed.

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter and a deflection issue occurred. The deflection was inadequate during the procedure and the catheter could not deflect. The catheter was changed to another one to complete the procedure. There was no patient consequence. The event was originally assessed as not reportable as the potential that the deflection issue could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Upon visual inspection of the returned complaint catheter on (B)(4) 2015, the biosense webster (bwi) failure analysis lab discovered the shaft is bent with broken braid exposed about 68cm from the blue sleeve. This is indicative of a reportable event because the area where the wires are exposed is inside of the patient. Multiple attempts have been made to obtain clarification to this finding. However, no further information has been made available. This event was originally considered non-reportable; however, bwi became aware of the returned product condition on (B)(4) 2015 and have reassessed the event as reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).